Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 543 and 512 mg/dl. Customer was not feeling ok for troubleshooting. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.